Event description:
It was reported that since the device change out, the right ventricular (rv) lead superior vena cava (svc) coil impedance has been increasing from 54 to over 200 ohms in about six days. The rv lead high voltage coil is stable at 47 to 50 ohms. Turning off the svc coil and doing a defibrillation threshold was recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 lead implanted 2009 (B)(6); 559445 lead implanted 2009 (B)(6). (B)(4).